Manufacturer narrative:
An extended investigation has been performed. No product has been returned and a valid serial number has not been provided. Attempted to replicate the user complaint and was able to upload data from a freestyle libre 2 reader successfully to libreview, and was able to generate and download reports from libreview. A tripped trend review was conducted for the reported complaint and fs libre software and there were no adverse trends that indicate any product-related issues. Adc product quality engineering (pqe) could not replicate the user complaint and was not able to identify an issue with libreview based on complaint information. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to view or download his glucose data via freestyle libreview. As a result, he was unable to adjust his insulin dosage accordingly and consequently injected too much insulin. The customer became hypoglycemic and experienced balance problems and loss of consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to view or download his glucose data via freestyle libreview. As a result, he was unable to adjust his insulin dosage accordingly and consequently injected too much insulin. The customer became hypoglycemic and experienced balance problems and loss of consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.